Event description:
Info received indicates the head section is drifting down when weight is applied.

Manufacturer narrative:
The technician found the head section cross tube support has a broken weld.